Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a high out of range pacing impedance measurement of greater than 2500 ohms on the right atrial (ra) channel. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.